Event description:
The customer reported that the spring that is part of the battery ejection mechanism had malfunctioned.

Manufacturer narrative:
(B)(4): the customer reported that the spring, which is part of the battery ejection mechanism, had malfunctioned. The unit was evaluated at philips, and the reported symptom was confirmed. The spring was hanging from the battery compartment, and the lever that would normally hide the spring was missing. The cause of this malfunction cannot be determined. Although the spring/ejection mechanism may have been subjected to use outside of the normal and expected, we are considering this complaint to represent a malfunction. To resolve the issue, the defective unit was scrapped, and the customer was shipped a replacement unit.